Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on a scoliosis patient on (B)(6) 2013, the surgeon was cutting the universal reduction screws and an error in the count between cuts was made. One screw was missed. The patient was returned to the operating room on (B)(6) 2013 and the screw was removed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.